Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Surgical notes identify that the patient had been revised due to pain and inflammation, with no obvious device malfunction. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Dob: unknown month and day in 1946.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00596403010, articular surface size cd 10 mm height, lot 63300596. 00597206532, all poly patella size 32 mm dia, lot 63436580. 00598003702, stemmed tibial component, lot 63472908. Event occurred in (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00281, 0002648920-2019-00044, 0002648920-2019-00045.

Event description:
It was reported that approximately 9 months post implantation, the patient was revised due to allergy to nickel and palladium. Attempts have been made and no further information has been provided.